Manufacturer narrative:
Additional information: the stent was finally implanted in the intended location by maneuvering the guide. No intervention was required. No vessel damage was noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the protege gps self expanding stent along with a 6fr sheath during procedure to treat lesion in distal right biliary artery. The vessel had moderate tortuosity and no calcification. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was prepped per the IFU with no issues. It was reported that there was partial deployment. There was damage to the deployment mechanism/device handle prior to deployment issue. Half of the stent was released but then a click sounded, and the distal grip was unlearned and the stent remained in the middle of the release. The thumbswitch was checked for securement prior to procedure. The lock-pin was removed when the wheel was released to proceed with the release of the device. The device did not pass through a previously deployed stent and no resistance was encountered when advancing the device. The distal handle detached after releasing half, the distal handle clicked and released and managed to finish the release by making a gentle coughing movement, but it was not normal. A previous stent had been used for the other side and it was released without inconvenience. The physician maneuvered for 15 minutes until he touched the catheter and allowed him to finish releasing the stent to remove the device. No patient injury reported.

Manufacturer narrative:
Product analysis: the device returned coiled inside 2 biohazard bags. The device was decontaminated with cidex opa solution soak and tergazyme soak. A visual inspection found that the distal grip was separated from the flush manifold. The distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 29mm and 31mm from the distal end of the stainless steel hypotube; indicating that the safety locking pin was properly tightened during manufacturing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.